Event description:
The customer reported that the c-arm will not complete a boot sequence.

Manufacturer narrative:
The ge servicce rep attempted to boot the system. The workstation initializes and boots completely then the c-arm gives a "check-sum error" and never accesses the s-ram memory on techbnique processor. He replaced the s-ram memory card, checked file options and settings on workstation. He rebooted and tested the system. The system is opeerating as intended.